Event description:
Failed neurostimulator. Patient sent to or for removal of failed spinal cord stimulator lead. Procedure performed under local anesthesia with conscious sedation. Procedure completed uneventfully. Patient to pacu for recovery. Pt. Had no post op complications. Lead retained in or manager's office.this lead was implanted in this patient approximately 2 years ago in our or by a surgeon. According to the surgeon, it should have lasted for years. His dictation reads: "the patient had a prior spinal cord stimulator. She was doing reasonably well with at least 50% reduction in her pain. Unfortunately, she lost stimulation on the left side. Interrogation of her battery showed loss of the electrodes on the left side. We therefore are now proceeding with revision. Informed consent was obtained."